Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged a test baton into the monitor and powered it on. They confirmed the "video 1, no signal" failure. The fuse was replaced and the device was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the device was giving a "video 1, no signal" error. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.